Event description:
Pharmacy follow up to previously reported double pump malfunction for pump serial numbers (B)(4). Pt¿s mother reports that after the previously reported double pump malfunction that the pt did pass out and is currently admitted to the hospital and doing better now. Pt¿s mother also reports that when pt was trying to trouble shoot the double pump malfunction, the tubing wasn¿t priming; lot number for tubing is not available. Tubing was not in use when fault occurred, pt was trying to prime it. Pt¿s mother reports pt experienced some lapse in epoprostenol infusion and side effects/clinical injury due to previously reported double pump malfunction passed out. Unknown if md aware. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump issue was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Did the reported product fault occur while in use with the patient? -pumps: yes; tubing-no. Did the product issue cause or contribute to patient or clinical injury? ¿ pumps yes: some lapse in infusion and pt passed out: tubing no. If yes, was any medical intervention provided? -yes, pt hospitalized. Is the actual product available for investigation? -pump: yes; tubing no. Did we replace product? - yes, both pumps and tubing. Did the patient have a backup product they were able to switch to? ¿ pumps no; tubing: yes. Reported to (B)(6) by: patient/caregiver. Reference report: mw5116734, mw5116735.